Event description:
Patient family member called lfs in 07/2004 alleging the patient's meter was reading inaccurately high. The patient performed three control solution tests, which failed. The control solution range is 96-128 mg/dl and the results were 155, 145, and 169 mg/dl. The patient reported no high or low blood glucose symptoms while attempting to test. Patient's family member stated that family bases the insulin on the results, but family member felt the meter was reading inaccurately so family member did not give more insulin. The issue was not resolved with troubleshooting. No further info has been reported. The meter has been replaced for the patient.